Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a cup revision case, dr. Reamed the patient's acetabulum line to line with a 52mm reamer. A 52mm multihole emphasys shell was attached to the emphasys inserter. Dr. Then impacted the acetabular shell into the patient. When he tried to unscrew the inserter from the shell, the entire shell spun with the inserter. The shell and inserter were cold welded together. He removed the inserter and the attached shell from the patient and brought it to the back table. It was impossible to remove the shell from the inserter, they had been completely cold welded together. A different acetabular component was used to complete the surgery. Procedure successfully completed with a 15 minute delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during a cup revision case with , he reamed the patient's acetabulum line to line with a 52mm reamer. A 52mm multihole emphasys shell was attached to the emphasys inserter. Dr. Then impacted the acetabular shell into the patient. When he tried to unscrew the inserter from the shell, the entire shell spun with the inserter. The shell and inserter were cold welded together. He removed the inserter and the attached shell from the patient and brought it to the back table. It was impossible to remove the shell from the inserter, they had been completely cold welded together. The inserter and the attached implant are to be washed by mdrd and will be sent back together for analysis. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The emsys ace imp straight is stucked with the emsys shl mlthole 52 confirming the unable to disassemble allegation . The device has signs of use that can attribute the jammed allegation. A dimensional inspection was performed for the emsys ace imp straight was not performed since it is not applicable to the complaint condition. Unsuccessful attempts to disassemble the devices were performed confirming the allegation. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established with the provided information due to be a multifactorial issue and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.